Event description:
Pt self tester alleges discrepant results with meter: date: (B)(6) 2010, inratio: 2.0. Date: (B)(6) 2010, 3.1. Date: (B)(6) 2010, 4.5, (lot# 233708). Date: (B)(6) 2010, 2.6, (lot# 225323). Date: (B)(6) 2010, 4.5, (lot# 233708). Date: (B)(6) 2010, 3.5, (lot# 225323). Date: (B)(6) 2010, 4.3, (lot# 235740). Pt's target therapeutic range is 2.0 -3.0.

Manufacturer narrative:
Investigation pending.